Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) feels concerned about the positioning of the cables for his ipp is very uncomfortable causing pain and claims the prosthesis presented difficulty to fully inflate. The ipp is currently implanted. There were no additional patient complications.